Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial tachycardia, the temperature did not decrease while ablating with the intellanav mifi open-irrigated ablation catheter. The catheter was removed from the patient, and it was noted that irrigation as not smooth and the flow rate through the catheter tip was decreased. No error messages were observed. Pressure of saline was maintained from from 250 and 300; accurate flow rate is unknown. The device was exchanged and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection confirmed the irrigation extension tubing was detached and separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed.

Event description:
It was reported that during an ablation procedure to treat atrial tachycardia, the temperature did not decrease while ablating with the intellanav mifi open-irrigated ablation catheter. The catheter was removed from the patient, and it was noted that irrigation as not smooth and the flow rate through the catheter tip was decreased. No error messages were observed. Pressure of saline was maintained from from 250 and 300; accurate flow rate is unknown. The device was exchanged and the procedure was completed successfully with no patient complications. The device has been returned for analysis.